Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the videoscope exhibited e231 endoscope malfunction. The event occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The following fields were updated: d8, h3, h4, h6. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: accumulation of electrical stress due to energization of the image sensor, overcurrent caused by accidental static electricity application or removal during system operation, deteriorated the electrical connection. This adversely affected the image signal output, causing instability. As a result, the event occurred due to deterioration in the electrical connection status with the system. Overcurrent may have been caused by connecting or disconnecting while the system was powered on, overcurrent from other devices or electrical wiring, or dust or moisture adhering to the electrical contacts and video connector. The event can be detected/prevented by following the instructions for use which state: ltf-s190-5 operation manual chapter 3 preparation and inspection 3.8 inspection of the endoscopic system. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.